Event description:
It was reported that the physician believed the patient's generator battery had depleted too quickly. The patient's lead had high impedance (reported in MFR. Report #1644487-2017-03436), which could have contributed to the battery depletion; however, device history records show that the device was laser-routed during manufacturing, which could have caused premature battery depletion. No surgical intervention was reported to have occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently stated "no surgical intervention was reported to have occurred to date. " instead of "the patient underwent full vns explantation surgery." If explanted, give date, corrected data: initial report inadvertently listed "na" instead of " (B)(6) 2018."

Event description:
The patient underwent full vns replacement surgery. During attempts at product return, it was revealed that the facility, historically, discards explanted devices in surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #1 inadvertently listed '07/10/2018' instead of '07/09/2018'.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: initial report inadvertently left out relevant data.

Event description:
A decoder was created with the data available in the manufacturer's programming history database and reviewed by the manufacturer. There was no indication that the device was prematurely depleting at this point.